Manufacturer narrative:
This is one of four complaints reported for this for custom pak lot. A review of the device history record (DHR) indicated the order was built to specification. A review of the sterilization batch record found no deviations; all parameters were met, the batch was released per specification. The root cause of the customer's complaint is not known as a sample was not returned for investigation. (B)(4) .

Event description:
The customer reported that they had six cases of toxic anterior segment syndrome (tass) following intraocular lens implantation. All six patients underwent intensive anti-inflammatory therapy with no chronic complications. This patient was the fourth case of seven cases of the day, primary cataract surgery with intraocular lens implant, left eye. In addition, a 10-0 nylon suture was required for an inferior leaking port. Symptoms were noted one day postoperatively with corneal edema and vitritis. The patient was hospitalized as a result of the event, per the surgeon. Symptoms were treated with intravitreal antibiotics and topical steroids and antibiotics every hours. It was reported that symptoms are resolving. This is the fifth of the six reports for this site.